Event description:
Clinical study. Same case as MDR# 6000089-2006-00039. It was reported that 1 year and 298 days after a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention (tvr). The index procedure treated one target lesion. The target lesion was a 3.0x24mm 99% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilation using an angioplasty balloon and placed two taxus express2 8.8% drug coated stents without reported complication. Stent #1 was 3.0x16mm and stent #2 was 3.0x20mm. There was overlap of an unk length between the two stents. The pt was discharged from the hosp one day after this procedure receiving asa, plavis and zocor. The site reported that 1 year and 298 days after the index procedure the pt underwent a tvr for focal in-stent restenosis in the mid rca. The physician performed plain old balloon angioplasty (poba) and placed two taxus express2 8.8% drug coated stents without reported complication. The pt was discharged from the hosp one day following this procedure. In the opinion of the physician the relationship to the taxus stent is probable.

Event description:
Same case as MDR# 6000089-2006-00036.